Event description:
Customer reportedly received the following blood glucose results on the aviva system within 10 minutes: 230 mg/dl, 150 mg/dl, 176 mg/dl, and 120 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.